Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had slight pre-syncope, heart block arrhythmia, and would get ¿a little dizzy¿ in certain positions such as bending down. The right ventricular (rv) lead was found to have high unstable thresholds with no capture, high varying lead impedance, oversensing of noise with non-physiologic intervals and was suspect of a fracture. The patient later called to report feeling tired, weak and not right. The patient indicated that the patient was informed the lead was shorting out with a malfunction. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.